Event description:
Caller states that pt was tested at 420mg/dl on device and a repeat test on the same device was 514mg/dl. A lab was drawn at the same time with a result of 107mg/dl. No treatment provided. Quality controls were used and reportedly within acceptable range. Requested return of suspect device and replacement was sent.